Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead exhibited increased capture threshold. The lead was explanted and replaced during an unrelated procedure. The patient was stable throughout.

Manufacturer narrative:
A partial lead with the tip measuring 35.0 cm was returned for analysis. The damage was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.